Manufacturer narrative:
The device has not been returned for evaluation. No conclusions can be drawn at this time. If any additional information is provided, a supplemental report will be submitted. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections.

Event description:
Information was received that the rods only lengthened once and the patient experienced pain in the lower back starting (B)(6) 2016. On (B)(6) 2016, it was noted that the magec rod had become prominent in the upper back. The patient underwent a revision procedure on (B)(6) 2016 due to upper bilateral laminar hooks dislodging. The patient's spine was fused from t2 to t4 and allograft was placed. No additional information is available. This is report 2 of 2.